Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that batteries were draining quickly in the insulin pump and shuts off without warning. The customer stated that he changes the batteries several times a day. Customer received an after battery change alarm but was able to clear it and continue use. Customer also received an external ram crc error alarm, a low battery alert, a weak battery alert. The customer's blood glucose level was unknown. The customer declined to have a replacement because he already had a new insulin pump to revert to. Nothing was returned for analysis.